Event description:
There was a leak found in the centrifuge tubing from the kit of a stem cell collection pt, after collection was finished. The MFR of the product kit was contacted and the kit will be returned to them for investigation. The MFR said this was an isolated instance and did not ask for a recall. Dates of use: 4hrs 35mins. Diagnosis or reason for use: peripheral blood stem cell collection.